Event description:
During preventive maintenance it was reported the cardiosave intra-aorticballoon pump (iabp) batteries were dead and can not be charged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: (B)(6). During preventive maintenance it was reported the cardiosave intra-aortic balloon pump (iabp) batteries were dead and can not be charged. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.